Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that a patient with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital experiencing dizzy spells. Review of device data indicated crosstalk oversensing causing pacing inhibition for the patient. Noise could be reproduced through product testing. The crt-p was reprogrammed and remains in service. No adverse patient effects were reported.